Manufacturer narrative:
Zoll medical canada evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included internal inspection was performed on all power related cables and connections and bench handling, power cycling, and stress testing without duplicating the malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type. Review of the error logs did not find evidence to support the reported event.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device intermittently would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.